Event description:
It was reported that during a coronary stenting treatment procedure, a balloon became stuck on a guidewire. The lesion was located in a very calcified circumflex artery. The physician attempted to advance a 1.5x12mm apex push balloon to the lesion and felt resistance. The device was unable to cross the lesion and repeatedly stuck on the guidewire. When the physician attempted to remove the apex push balloon, it was stuck on the guidewire and the two devices were removed together. The physician inserted a new guidewire, predilated with a maverick balloon of unknown size and completed the procedure by stenting. The patient had no injuries or complications. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.